Manufacturer narrative:
The device was sent to the philips bench repair by the customer. The bench repair technician (brt) acknowledged the problem. The speaker was replaced to resolve the issue. The device was operational after replacing the speaker and it was sent back to the customer.

Event description:
It was reported that the x3 displayed a technical inop. Speaker defective. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.